Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.

Event description:
It was reported, during the implant procedure, sensing was observed when the right ventricle lead was connected to the implantable cardioverter defibrillator (ICD). The lead was checked with the analyzer and tested okay. The lead was reconnected to the ICD, and again, oversensing was observed. Consequently, this ICD was removed. No patient complications have been reported as a result of this event.